Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an a2009 ultra 360 patient positioning system base unit moved during a surgical case on an unspecified date. Additional information was received on 14jan2019 from the customer indicating that the base unit collapsed a bit while the patient was pinned in. The surgeon put some pressure on the head and it appeared that everything moved downward. There was no patient injury and no surgery delay noted. Additional information has been requested but no other clinical information has been provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Cannot perform DHR review at this time, the lot # and serial # have not been provided. The reported complaint was not confirmed. Root cause analysis was undetermined. UDI #: (B)(4).